Event description:
Two pacing leads were returned to the manufacturer from a competitor with no information. Further review of the manufacturer's database indicated the patient died approximately five months post the device system implant. A cause of death will not be received.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor was stretched, and the outer insulation had cosmetic depression. The lead was stretched and had apparent explant damage. (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor was stretched; and the outer insulation had cosmetic depression and cosmetic environmental stress cracking. The lead was stretched and had apparent explant damage.